Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched caused by loose link screws. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The screws were replaced during the repair process.